Manufacturer narrative:
Device was received with pump error 3 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify 54 alarm due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 50 mg/dl. Customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was using auto mode. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.